Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had various cracks on it. The blood glucose reading was 5.0 mmol/l. The caller stated that the cracks were at the front panel of the insulin pump, on the top right to the side of the device running about 1 cm, at the top of the screen about 0.5 cm in size, at the front bottom left corner of the screen about 1 cm in length, and at the bottom edge of the reservoir window about 0.5 cm in size. Advised replacement of the insulin pump. Nothing further reported.